Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 05-dec-2024. A review of the device history record (DHR) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing for lot w24200 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. Returned cartridge testing met the acceptance criteria for suppressed results but the size was too low (<17) to assess the rate of points outside total allowable error (ea). No deficiency has been identified for cg8+ cartridge lot w24200.

Event description:
On 15-oct-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant potassium results on a 61 year-old female patient screening for colon cancer/colonoscopy. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested results sample I-stat1 14-oct-24 12:56 12:56 >9.0 mmol/l venous I-stat1 14-oct-24 13:11 13:11 >9.0 mmol/l venous alinity 14-oct-24 13:48 13:48 5.0 mmol/l venous the reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: 964094 apoc labeling will be evaluated during the investigation as pertaining to the event.